Event description:
It was reported that during a follow-up call, the ilet user was guided through a supply change for an infusion set and cartridge, and the user stated the infusion set patch fell out of the applicator while removing the sticky spiral, indicating an infusion set deployment issue related to the cannula and connector handling. Replacement supplies were provided and troubleshooting with education was completed. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem associated with improper or incorrect procedure or method involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.